Event description:
Caller indicated the assure 4 meter was reading high. Pt read 80 in the facility. Neurological status was not good which prompted them to do lab workup where the pt read 35. Pt was transported with hypoglycemia and in the ambulance read 35. Pt recovered and read 50 in the ER. Pt was discharged.

Manufacturer narrative:
Arkray has requested the return of the subject meter and strips for eval, but has not yet received them. If either strips or meter is returned, arkray will evaluate the product and file a follow-up report.